Event description:
The user facility reported water spilled out of the system 1e onto an operator¿s clothing. No injuries were reported. The operator stated the wet clothing was an inconvenience however, no further adverse effects were experienced. No procedural delays or cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, evaluated the system 1e and found the ck1 valve was stuck in the closed position preventing the water in the system 1e chamber from draining. The technician repaired the unit, ran a processing and diagnostic cycle and confirmed the unit was operating to specification.